Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) female patient receiving intrathecal bupivacaine 20mg/ml and morphine 20mg/ml via an implantable infusion pump in (B)(6) 2015, and the patient was unsure of the dose or if there had been changes since then. The indications for use were non-malignant pain and chronic low back pain. The concomitant medications and patient history were not reported. The patient reported that she was concerned about her pump running out of medication early. It was later reported that the reservoir got very low in (B)(6) 2015. The patient's activity level did not change. The doctor had just miscalculated the timing. The patient did experience more pain (a lot more pain.) At the refill appointment (on the day that it was supposed to be filled), the patient was told that it was empty. The pump was refilled, and the issue was resolved. If additional information is received this report will be updated.